Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro overheated during the case. Patient was not harmed and a second device was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Correction: initial reporters name: (B)(6). Correction: device code changed from "device remains activated" to "overheating of device or device component" internal complaint number: (B)(4). Auto number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro overheated during the case. Patient was not harmed and a second device was used to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected to: device code corrected to "device remains activated". (B)(4). Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the facility for evaluation. Signs of clinical use and evidence of blood were observed. Charred tissue particles were observed on the jaws. The heater wire was observed to be flexed at the center. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under the microscope. No residue or contamination was seen on the switch. It was observed that the button on the switch was stuck in "on" position. Based on the results of the evaluation, the reported failure ¿device remains activated¿ and the analyzed failure "bent wire" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro overheated during the case. Patient was not harmed and a second device was used to complete the case. The hospital did not report any patient effects.